Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy, and reprogramming did not resolve the issue . As a result, surgery may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred in which the lead was explanted.

Manufacturer narrative:
Additional information: "a4 - patient weight" has been updated. D10 - concomitant medical products and therapy dates: information has been entered.

Event description:
Additional information was received that surgery occurred on (B)(6) 2022 to implant a drg lead at l5 to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrections: b5: in the first follow-up report submitted earlier, the following should have been entered: "additional information was received that the drg l5 lead migrated. Surgery occurred to explant the lead." H6 - medical device problem code: in follow-up reports submitted earlier, code 4003 should have been entered instead of code 3023.